Event description:
Initially a product complaint of tubing that has kink in it was received. A call was placed to this hemodialysis user facility and a verbal report from the clinic manager was received. The clinical manager has verbally reported that while a hemodialysis patient was undergoing dialysis, the rn had noticed that the arterial line had a kink in it. There was no report of ill effect at the time that the kink was detected, but he decided to return the blood back to the patient and discontinue dialysis. Once the blood was returned, a new set of bloodlines were set up on the machine and the dialysis treatment was then resumed. The patient completed the dialysis treatment with no ill effect from this event. A sample is available for an evaluation.